Manufacturer narrative:
Investigation: visual inspection: no significant deformations or other abnormalities of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. Because the valve is not permeable, a computer controlled test is not possible. Adjustability test: the test is not applicable, because the dsv is a fixed pressure valve. Results: first, we performed a visual inspection of the dsv. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability of the valve. The valve was shown to have a blockage. Then we carried out a computer controlled simulated flow test. Due to the nonpermeability of the valve, a computer controlled test was not possible to further investigate the claim of under-drainage. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of under drainage/occlusion in the valve, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a dsv system w/prechamber 10/40dsv (part # fv173t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be operating in overdrainage and had a problem with adjustability. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 193 centimeters (cm), weight: (B)(6) kilograms (kg), gender: male.